Event description:
Reporter indicated that vns patient "had problems with neck incision" after initial implant surgery and subsequently underwent a revision surgery to "correct the issue". The pt reportedly developed an infection following the revision surgery and later underwent explant of both the pulse generator and the bipolar lead (excluding electrodes).